Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. A pmv needle was loaded onto the subject instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates the device and suture lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened.

Event description:
Procedure: hysterectomy. According to the reporter: during the closing of the vaginal stump, the needle broke remaining half inside the endostitch device and the other fell in patient's cavity which was not retrieved. Less than 30 min delay, no tissue loss or damaged, no extension of the incision needed, no reconversion on the procedure into open surgery needed. No bleeding. In order to solve the problem they opened a new suture. Patient status is ok. No x-ray was performed.